Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the noise was coming from the gantry guide bearing, so it was lubricated and the gantry guide bearing was tightened and the noise disappeared. A full system checkout was performed after the tightening and lubricating all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a noise whenever the gantry was turning. No patient was present at the time of the event.